Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Doctor reported to a lensar clinical application specialist that he had a case that had a full thickness cut for an arcuate.

Manufacturer narrative:
In review of the treatment files for this patient, one of the arcuate incisions looked like it perforated into the anterior chamber. From what can be seen the laser did not start its incision in the anterior capsule but rather the gas created by the femto incision vented laterally and posteriorly. If the laser would have started the incision in aqueous fluid, there would have been bubbles in the fluid prior to corneal marking. What can be seen is a corneal mark followed by bubbles venting into the laterally then a bubble forming in anterior capsule as the incision moves anteriorly. This is likely a result of an anatomical anomaly with the patient. The laser system log files were reviewed and the surgical procedure was completed 100% and no error messages were recorded. No device malfunction was found. The doctor's office was contacted requesting information about any surgical intervention performed and post-operative results, but the doctor's office did not provide the requested information. Root cause: patient anatomy.

Event description:
Doctor reported to a lensar clinical application specialist that he had a case that had a full thickness cut for an arcuate.